Manufacturer narrative:
On the day of the event onset, the patient manifested right side abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for the event. Fourteen days after the event onset, antibiotics were suspended. Three days later, the abdominal pain persisted and the patient was hospitalized. The day after hospitalization, pd therapy was initiated. In the same month as onset, the patient was discharged and was reported as recovered. After approximately one week, the patient experienced abdominal pain and cloudy effluent again and peritonitis was suspected to ongoing. At the time of this report, the patient was recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: it was reported that the patient was hospitalized because the antibiotic treatment was not effective in resolving the peritonitis. Twenty- three days after the reported date of onset, the patient was discharged from the hospital. On the same date, the patient started back on peritoneal dialysis (pd) solutions at home and the patient experienced pain on the same day. Additionally, cloudy peritoneal dialysis effluent was ongoing. Reportedly, the patient's physician suspected extraneal to be the cause of the cloudy effluent and the abdominal pain. Therefore, eight days after hospital discharge, the pd solutions were withdrawn. Following discontinuation of the pd solutions, the peritonitis began resolving. There was no report of device defect, malfunction, and/or use error. Review of the clinical circumstances provided reasonably suggests that the cause of peritonitis was attributable to the pd solution extraneal (a drug). Therefore, upon further review, it was determined that the use of baxter peritoneal dialysis (pd) disposables are no longer considered suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.